Event description:
The adjudication minutes from the (B)(4) study noted that after suffering a cerebrovascular accident post procedure. Recovery was greater than twenty-four hours. Additional physical therapy and hospitalization was required as treatment. The original report received from the sapphire database noted that this (B)(6) female patient received a precise ((B)(4)/ lot 15500699) stent in the ostium of the right internal carotid artery. An angioguard ((B)(4)/ lot 71011475) embolic protection device was used in the procedure, with no difficulty. The lesion was pre-dilated. Two and a half hours after the procedure the suffered neurological deficits described as aphasia, left hemiataxia, and left hemiparesis which was diagnosed as an ischemic stroke. The patient's symptoms subsided in less than 24 hours without any additional treatment. The adjudication minutes were received and they agree with the previous diagnosis of an ipsilateral cerebrovascular accident occurring post stent implantation and that the event was device and procedure related. A head CT scan was performed the same day for a left arm weakness, compared to a CT scan perform five days earlier found no area of abnormal attenuation or hemorrhage. A CT angiogram on was also performed and reported no stent thrombus or carotid dissection, and no intracranial branch occlusion. A brain MRI the next day revealed several small sub-acute infarcts in the right frontal, parietal and occipital lobes, according to the radiology report. A progress note recorded that the left arm strength was "improving. The patient was discharged one day post procedure on asa and clopidogrel. During a 20 day follow-up visit, the nih stroke scale score was 1 and the rankin stroke scale score was 2. Additional physical therapy was required.

Manufacturer narrative:
The adjudication minutes received (B)(4) 2012, agree with the previous diagnosis of an ipsilateral cerebrovascular accident occurring during stent implantation and that the event was device and procedure related. It was previously noted that the patient recovered in <24 hours without treatment, however, this has been changed in the database to state that the patient fully recovered in > 24 hours and required additional physical therapy and hospitalization as treatment. This information changes the previous determination. The (B)(6) female patient was part of the (B)(4) study. The patient received a precise stent in the ostium of the right internal carotid artery. Two and a half hours after the procedure the patient had aphasia, left hemiataxia, and left hemiparesis which was diagnosed as an ischemic stroke. Originally it was reported that the patient's symptoms subsided in 24 hours without any additional treatment. The product was not returned for analysis. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Review of lot revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. No units were rejected during the final assembly of this lot. No other issues were noted that were considered potentially related to the reported complaint. No excursions were found for lot 15500699. No nonconformance records were issued for this lot. Cerebrovascular accident is a known potential risk associated with implanting a stent in a carotid artery and is listed in the IFU as such. It can be defined as a cerebrovascular disorder caused by deprivation of blood flow to an area of the brain, generally as a result of thrombosis, embolism, or reduced blood pressure. The act of stent expansion or post-dilatation, to optimally oppose a carotid stent to the vessel wall, temporarily obstructs blood flow to the cerebral arteries (ischemic process). The physical manipulation of the carotid arteries produces the risk of dislodgement of debris that may travel upstream to the cerebral arteries potentially disrupting perfusion. This act, inherent to the procedure may have contributed to the reported event. A blood vessel that is not blocked, but is extremely narrowed, can also cause an ischemic stroke. The blocked or narrowed arteries deprive brain cells of oxygen and nutrients, leading to nerve cell death. 80% of all strokes are ischemic. During ischemic stroke, diminished blood flow initiates a series of events (called ischemic cascade) that may result in additional, delayed damage to brain cells. Early medical intervention can halt this process and reduce the risk for irreversible complications. There is no evidence that manufacturing issues contributed to the event. Review of the information suggests that patient, vessel and procedural factors may have contributed to the reported events.